Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were stuck in the fill cannula and time date set up loop. The customer sates they received no delivery during bolus. The customer's blood glucose level was 150mg/dl. Troubleshoot was conducted. The customer was advised the problem occurred due to bolus during rewind. The customer was advised to avoid. The customer was advised to monitor the device and call back if issues persist.